Event description:
Event description cpi received information that this endotak down-sized lead (0125) had it's rate sensing portion capped, due to oversensing, and inappropriate shocks. The high voltage portion remains active. Another cpi lead (4245) was implanted.